Event description:
The customer reported that the system had intermittent video flipping on the left screen. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep will replace the single board computer. No further service info is provided.